Event description:
At about 2 months after primary, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17-jun-2024 lot 2340084: (B)(4) items manufactured and released on 15-feb-2024. Expiration date: 2029-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.